Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and endometrial ablation ('ablation') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (essure removed). At the time of the report, the endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal') and endometrial ablation ('ablation'). In a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2013. At the time of the report, the endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometrial ablation ('ablation') in an adult female patient who had essure (batch no. 713469) inserted for female sterilisation. The patient's medical history included dysfunctional uterine bleeding, dyspareunia, endometriosis, uterine fibroid, uterine bleeding, factor ii mutation, endometrial ablation, ovarian cyst and menorrhagia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the endometrial ablation outcome was unknown. The reporter considered endometrial ablation and pelvic pain to be related to essure. The reporter commented: essure devices were opened and placed within the tubes with 3-5 coils showing bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: adequate placement of the essure sutures. Concerning the injuries reported in this case, the following one was reported via mr/ pelvic pain. Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received. New reporter, date of birth, medical history ,lot number added. Medical device removal was updated to pelvic pain. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50713469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, dyspareunia, endometriosis, uterine fibroid, uterine bleeding, factor ii mutation, endometrial ablation, ovarian cyst and menorrhagia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and underwent endometrial ablation ("ablation"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the endometrial ablation outcome was unknown. The reporter considered endometrial ablation and pelvic pain to be related to essure. The reporter commented: essure devices were opened and placed within the tubes with 3-5 coils showing bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 26-aug-2010: adequate placement of the essure sutures. Concerning the injuries reported in this case, the following one was reported via mr/ pelvic pain. Lot number:50713469 manufacturing date:2013/02 expiration date:2016/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report